Manufacturer narrative:
A product development investigation was performed. The returned instrument was examined and the complaint condition was able to be confirmed as the distal tip of the driving cap was broken at the weld. The driving cap also showed signs of wear and impaction along the shaft and proximal end. A visual inspection, device history record review, design and drawing review were performed as part of this investigation. This complaint is confirmed. As per technique guide, the 03.010.523 driving cap is an instrument routinely used in the titanium cannulated tibial nails system. Relevant drawing was reviewed. The design history was found to not impact the complaint condition. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. A device history review was performed for the returned instruments¿ lot numbers and one non-conformance report (ncr) was generated during production. This ncr documented a rework according validated procedure which has no influence on reported issue. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Although the exact cause for the complaint condition could not be determined, the damage to the driving cap is most likely the result of off-axis hammering on the device before fully seating the driving cap on the insertion handle or from cross threading the device. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: (B)(6). Device is an instrument and is not implanted/explanted. The subject device has been received and is currently undergoing investigation. The results of the investigation are pending completion. A device history record review was performed for the subject device lot. Manufacturer: synthes (B)(4). Date of manufacture: mar 10, 2011. One non-conformance report (ncr) was generated during production. This ncr documented a rework according validated procedure which has no influence on reported issue. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an initial procedure to implant a trochanteric femoral nail (tfn) to repair a subtrochanteric fracture of the right hip, while impacting the nail the threaded portion of the driving cap broke off into the radiolucent insertion handle. Another set was readily available and was used to complete the procedure successfully with a two (2) minutes delay but no harm to patient. After the procedure, the broken portion of the driving cap was easily removed from the insertion handle with no damage to the insertion handle. Concomitant devices reported: radiolucent insertion handle (part number 03.010.405, lot number unknown, quantity 1). This report is 1 of 1 for (B)(4).